Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected two opened and used reservoirs. Performed leak test and reservoirs passed per specifications. No leakage or air bubble anomalies noted during analysis. Checked o-rings and stopper groove for defects and none were found. Reservoirs connected and locked into place properly.

Event description:
It was reported that reservoir leaked. Customer's mother stated that she is having problems with big bubbles and she is trying to figure out what is wrong. Caller discovered one inch bubble and removed the reservoir and noticed that it was wet. The current blood glucose reading is 145 mg/dl. Insulin leaked past the second o-ring. Caller smells insulin. Nothing further reported.